Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 3 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9018430. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that due to a recent weight loss, the patient's leads were pulled out of position and the ipg was spinning in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2024 during which the physician explanted 2 and replaced to leads and the ipg. It is unknown which leads migrated; effective therapy was restored post operatively.